Manufacturer narrative:
Context: on 23-may-2023, a customer in germany notified biomérieux of a potential underestimated patient result when using vidas® estradiol ii (e2ii) reference (B)(4), lot 1009837400 (expiry 09-jan-2024) compared to another method (eclia). Investigation: 1. Device history record: no anomaly was found during the manufacturing, control and packaging processes. 2. Complaint analysis: at the date of investigation, no other complaints were recorded for potential underestimated patient result on vidas estradiol ii 60 tests - (B)(4), lot 1009837400. 3. Tests/analysis performed: - products return: no patient sample was available from the customer. 3.1) control chart analysis: the complaints laboratory analyzed four (4) internal samples on seven (7) batches of vidas estradiol ii 60 tests ¿ 30431 including the lot mentioned by the customer with the following targets 38.2 pg/ml ; 84.6 pg/ml ; 110 pg/ml; 142 pg/ml. The analysis of the control charts showed that all results are within specifications. The lot 1009837400 is in the trend of the other lots. 3.2) test on internal samples: our complaints laboratory tested three (3) internal samples with the following targets 38.18 pg/ml ; 82.10 pg/ml ; 123 pg/ml, on the retain kit of vidas estradiol ii 60 tests - 30431, lot 1009837400. Samples results conformed to the expected interpretation. Results obtained are within the acceptable ranges and similar to those observed before the batch release. There was no observed evolution over time of the batch for these samples. The complaint laboratory has also carried out a test without sample dispensed in the sample well and the result is < 9.00pg/ml. This was the same result as observed by our customer. 3.3) analysis of external quality control samples for information, complaints laboratory subscribes to different external quality assessment (eqa) scheme and tests several quality control samples such as an ordinary user. The complaints laboratory tested four (4) quality control samples from pro.bio.qual (french eqa provider) on two (2) different lots of vidas e2 ii, reference (B)(4) during year 2022/2023. The quality control samples had targeted concentrations at 31.66 / 53.88 / 61.93 and 95.61 pg/ml. According to the analysis of reports from this eqa organization, there is no anomaly in link with the customer¿s issue. The vidas users gave results in accordance with expectations. The variability expressed in cv % of vidas estradiol ii method is not significantly different from the other methods. Even if the vidas method gave results slightly lower compared to some of the methods, there were not significantly different from them. Moreover, we did not observe a similar issue than the one observed by the customer. 4. Root cause analysis and conclusion: according to all information above, no anomaly was highlighted with the control chart analysis, the analysis of quality data and the test performed on internal samples with the kit vidas estradiol ii 60 tests - (B)(4), lot 1009837400. According to pro.bio.qual reports, the performances are satisfactory for all peer groups. Moreover, there is no recurrence of the customer's issue on this batch. In absence of sample from customer, it was not possible to pursue further the investigation. It was a single result and the sample was not tested again by the customer so biomerieux cannot state that the result is repeatable. According to internal study, and the additional test performed by our complaints laboratory, one potential root cause is: no sample dispensed in the sample well. It was reproduced during internal test with a result < 9 pg/ml. According to all data, there is no reconsideration of the performance of vidas estradiol ii 60 tests - (B)(4), lot 1009837400.

Event description:
Product description: vidas® estradiol ii (e2ii) is an automated quantitative test for use on the vidas® family of instruments for the quantitative measurement of total 17 estradiol in human serum or plasma (lithium heparin), using the elfa technique (enzyme linked fluorescent assay). The vidas® e2 ii assay is intended for use as an aid in the diagnosis and treatment of various hormonal sexual disorders and in assessing placental function in complicated pregnancy. Issue description: on (B)(6) 2023, a customer in germany notified biomérieux of a potential underestimated patient result when using vidas® estradiol ii (e2ii) reference 30431, lot 1009837400, (expiry 09-jan-2024), compared to another method (eclia). Patient information: female, age 60 years. Results as follows: patient ID: (B)(6). Vidas result (elfa method): <9.00 pg/ml (3957 rfv) measured on (B)(6) 2023 with a valid calibration run on (B)(6) 2023. Interpretation: range (ng/ml): follicular phase: 12.5 ¿ 166. Preovulatory peak: 85.5 ¿ 498. Luteal phase: 43.8 - 211. Menopause < 54.7. Eclia method (external laboratory): 37.9 pg/ml. Interpretation range (ng/ml): follicular phase: 26.7 - 156. Ovulation: 48.1 - 314. Luteal phase: 33.1 - 298. Menopause < 49.9. At the time of this assessment, there was no indication of patient harm or incorrect treatment. The product, vidas® estradiol ii (e2ii) reference 30431, is not marketed, sold or distributed in the united states. However, a similar product, vidas® estradiol ii (e2ii) reference 30431-01 is marketed in the united states. A biomérieux internal investigation will be initiated.